Manufacturer narrative:
(B)(4).

Event description:
Procedure: ventral hernia repair. According to the reporter: an article titled biologic mesh in a contaminated field: infected mesh removal and hernia repair in a single-stage, in ssat abstracts, s-1058, states a comparison of permacol and alloderm was conducted in pts who underwent a single stage incisional hernia repair with replacement of an infected synthetic mesh by a biologic mesh at the (B)(6). Forty-one pts were included in the study, with twenty pts receiving permacol. Of the permacol complications, seven had a recurrence of hernia. This report is for one of those recurrences.